Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain (pelvic) (constant, extreme)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1997, (B)(6) 2002), infection nos in 1997, caesarean section in 1997, caesarean section in 2002, migraine, headache, breast prosthesis implantation in 1998, breast reconstruction in 2004 and facial operation in 1984. Previously administered products included for birth control: oral contraceptives from 2005 to 2010; for menorrhagia, heavy blood loss: oral contraceptives from 2009 to 2010; for acid reflux: nexium. Past adverse reactions to the above products included disease risk factor with oral contraceptives. Concurrent conditions included sulfonamide allergy (itchy), menorrhagia, dysfunctional uterine bleeding and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complication at device insertion"). On (B)(6) 2011, the patient experienced device expulsion ("devices could no be located on hysterosalpingogram / expulsion of essure device /malposition / migration of essure"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain, abdominal pain (constant, extreme)"), vaginal haemorrhage ("abnormal bleeding (vaginal) (worsened)") and menorrhagia ("abnormal bleeding (menorrhagia) (worsened)"). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was removed in (B)(6) 2015. In 2013, the menorrhagia had resolved. In (B)(6) 2015, the pelvic pain, dyspareunia and abdominal pain had resolved. At the time of the report, the device expulsion, dysmenorrhoea, vaginal haemorrhage and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011, during essure placement procedure, machine ran out of water during procedure and had to be refilled to continue. Essure coil rings placed in both tube. She was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: there is fullness in the right adnexa. Computerised tomogram pelvis - on (B)(6) 2013: impression: there is fullness in the right adnexa hysterosalpingogram - on (B)(6) 2011: failure to occlude fallopian tubes, coil expulsion on (B)(6) 2011, hysterosalpingogram impression there were no remaining essure closure wires. Both right and left fallopian tubes are present. The endometrial appears unremarkable. On (B)(6) 2013, emergency CT of the abdomen and pelvis with contrast showed right lower quadrant pain, fever, nausea, vomiting. There was fullness in the right adnexa for which a pelvic ultrasound is suggested. The examination is otherwise within normal limits no acute intra-abdominal findings. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records received, event added : vaginal haemorrhage, menorrhagia, complication at the time of insertion. Lab data, medical history, historical drugs, concurrent conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("devices could no be located") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered pelvic pain, device dislocation, dysmenorrhoea, dyspareunia and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was devices could no be located. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain, amongst non-serious events. Consumer underwent a hysterectomy, three years and seven months after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. Non-serious events were also reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se.. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("devices could no be located") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered pelvic pain, device dislocation, dysmenorrhoea, dyspareunia and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was devices could no be located. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain, amongst non-serious events. Consumer underwent a hysterectomy, three years and seven months after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.